Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the clinic, episodes of non-sustained right ventricular oversensing episodes were observed. It is suspected these episodes appear to be possible myopotential oversensing. Oversensing could not be reproducible in clinic. No intervention was completed as the issue was nonexistent. The patient will continue to be monitored.